Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. The customer made an appointment to visit the doctor because of stomach pains and they checked the blood glucose and it was high. The customer was treated with manual injections. The customer was wearing the pump at the time of hospitalization. The customer was transferred to smt for supply order.